Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14098. Related manufacturer reference number: 3006705815-2022-14102. It was reported that the patient¿s lead migrated following multiple falls. Additionally, the patient was unable to set the ipg into MRI mode. Hence, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.